Event description:
The pt reported she inspected her insulin infusion device cartridges and the "o" rings seemed "off." She stated she noticed the "o" rings were misaligned on the cartridge plunger which allowed insulin to leak. She stated she noticed this before she used the affected cartridges. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.